Manufacturer narrative:
(B)(4)

Event description:
During operation for below the knee, the physician carried out distal puncture (dp) from dorsalis pedis artery. The target lesion is the peripheral artery (below the knee), which is reported to be excessively calcified and the vessel slightly tortuous, the physician approached the target lesion through the dorsalis pedis artery. He attempted to pass the total across crossing catheter through the targeted lesion site, but the distal tip was trapped due to excessive calcification. Therefore, the relevant device was extracted outside of the patient body, but the shaft was confirmed to be torn. The dislodged distal tip was successfully removed from the patient body. Then, he stopped using the device and used new device (detail unknown) as replacement to complete the operation. The physician extracted the device by force. There was no removal difficulty of the relevant device from the patient. There was no anomalous resistance during removal of protective device. No abnormalities noted during device inspection and preps before the operation. No resistance was felt with mating device during delivery. Cruise (sjm) was used as gw. There was no adverse event to the patient.

Manufacturer narrative:
Device evaluation: a visual inspection was carried out on the device with the following results. The device was broken at approximately 80.5 cm from the hub. The hypotube broke in the transition between the full hypotube and the laser cut hypotube. The polyamide underneath the hypotube was found stretched. The hypotube was bent in correspondence of the hub. Afterwards, the remaining part guidewire lumen was successfully flushed.